Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples and an open and unused sample with the needle detached from the thread (thread is still wound on the pack). Needle attachment strength results conducted on the closed samples received are 2.51 kgf in average and 1.90 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample is an isolated unit, but the whole batch is correct. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when you open the envelope, the needle is loose and separated from the thread. There is no patient involvement.